Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch teststrips. Meter code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were unable to test. Their meter allegedly would only prompt not enough blood. The result on their meter was unable to test. No other blood glucose tests reported. No comparisons reported. No treatment was reported. No further info has been reported.